Event description:
It was reported that the patient wife reported she couldn't remove the tubing from the cannula and it was stuck leading to blockage which leads to horrible day with his parkinson's on (B)(6) 2026.

Manufacturer narrative:
E1: event city: (B)(6). Based on the available information, this event is deemed to be a be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.